Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.

Event description:
The front left tooth is going back to be crooked and the top left side is pushed back causing teeth to get behind the left bottom teeth. The back teeth still do not touch (worse than before). Dental history includes orthodontic spacers, grinding/clenching of teeth and the jaw clicks every time the mouth is opened wide.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.